Manufacturer narrative:
The customer reported a complaint that the autopulse platform (sn (B)(6)) requiring the lifeband to be pulled up and the platform restarted several times during the training followed by the user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during the functional testing and the archive data review. The cause of the ua45 was the drive shaft not being at the "home position." The ua45 message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, further inspection revealed that the drive shaft could not be rotated due to a damage/dent at integrated encoder drive shaft, likely attributed to user mishandling. The archive data review indicated several ua45 on the reported event date, thus, confirming the customer's reported complaint. The autopulse platform failed functional testing due to ua45 displayed upon powering on, thus, confirming the customer's reported complaint. The damaged integrated encoder gearbox was replaced to address the customer's reported complaint. The platform was further subjected to a run-in test using lrtf (large resuscitation test fixture) for 15 minutes, and the test passed without any issues. Zoll is awaiting customer approval for service. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During a training session on (B)(6) 2024, the autopulse platform (sn (B)(6)) malfunctioned during mock code practice, requiring the lifeband to be pulled up and the platform restarted several times during the training on a mannequin. During further training on changing the lifebands, the lifeband band was noted to be tightly wrapped around the driveshaft, and upon pulling it up, the nurse was able to get it unwound, and they then proceeded with changing out the lifeband; however, upon making sure the new lifeband was in place correctly, the platform displayed the user advisory (ua) 45 (not at "home" position after power-on/restart) message. They were unable to rotate the shaft to the home position beyond 491, where the display should read 00000. No patient involvement.